Event description:
It was reported when using the pyxis medstation es system had a drawer failure. The customer stated that there was a very little delay because of multiple pyxis medstation on unit. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main full-height drawer 2 had failed, and the rails were broken. A field service engineer replaced the rails to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issue that was found by the field service technician while on site.